Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refv1546 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the guidewire was inserted into the puncture needle, when the doctor pushed and pulled the guidewire without removing the puncture needle, the tip of the guidewire was twisted and the guidewire could not be used. There was no reported patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refv1546 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the guidewire was inserted into the puncture needle, when the doctor pushed and pulled the guidewire without removing the puncture needle, the tip of the guidewire was twisted and the guidewire could not be used. There was no reported patient injury.